Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted october 29, 2019.

Manufacturer narrative:
This report is submitted on july 25, 2019 by cochlear limited.

Event description:
Per the clinic, the patient experienced no sound and communication could not be established to the implant in software. Therefore, a malfunctioning implant is suspected. The device remains. It is unknown if there are plans to reimplant the patient as of the date of this report, july 25, 2019.